Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this programmer smelled like something was burning while switched on. The programmer remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough analysis was performed. Visual inspection revealed a burnt input/output circuit board, dents on the touchscreen and a cracked display cover. Further analysis was then performed and a component within the internal circuitry was found to be the cause of the issue. Laboratory analysis was able to confirm the reported observation. The defective parts were replaced and no further issues were noted.